Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the left pedal on the wireless footswitch did not work well with the superpulse laser system (tfl-sls); however; per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, the left pedal on the wireless footswitch did not work well with the superpulse laser system (tfl-sls). There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. A follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.